Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no issue that could have caused or contributed to the reported phenomenon. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation from the date of manufacture (2013/02/04), it is assumed that the power switch was damaged due to the amount of operating force applied to the power switch . It was presumed that the crack entered the lower part of the front panel by the strong impact of the user, such as hitting a hard object on the front panel or dropping the device. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection of the device confirmed the reported issue. A faulty switch was observed. The switch was noted to stay depressed and stuck. The main switch was observed to be an old version. In addition, a crack on the front panel was observed. The light intensity output when tested was observed within range. Scope socket was found with dust and can be used after cleaning. Fan was found running and air pressure was tested and no issue found. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings the reported issue was found to be due to faulty switch attributed to electronic component failure. The investigation is ongoing; therefore, the root cause of the reported failure cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device power switch was stuck in the ¿on¿ position and cannot be turned off. The issue occurred during preparation for use. There was no patient involvement on this event reported. No user injury reported.